Event description:
It was reported that one one-link needle-free IV connector was observed with a blood clot. The clot was found at the injection site. According to the reporter, this event was noted during patient use, however no adverse event was associated with this occurrence. This event is reported to have occurred during the customer's "lab draw procedures". No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be conducted; should additional relevant information regarding the reported condition be obtained from that review, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.